Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the red and blue colored tapes on the 1/4 x 1/4 aortic valve (av) loop designating direction of flow by which side is venous versus arterial was switched during a pediatric case. As mitigation, the team switched the lines. The surgical procedure was completed successfully. There was a 10-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the lot number associated with the pack was either 0001209256 or 0000922656. D4 - the UDI and related information is not provided as the lot number is unknown. H4 - the manufacture date is not provided as the lot number is unknown.